Event description:
The tip of the bard parker #10 carbon rib-back surgical blade broke off during a procedure. The tip of the blade was recovered, and according to the hospital, the surgeon felt no apparent harm was done to the patient.

Manufacturer narrative:
Returned product has not as yet been received by aspen surgical. Investigation will begin upon receipt of returned product. Device not returned as yet. Will reopen investigation when returned device is received.